Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The upn was corrected from unknown to (B)(6); device lot number, device expiration date and device manufactured date updated. Device evaluated by MFR: returned product consisted of a maverick 2 balloon in 2 pieces. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The guidewire used in the procedure was not received with this device. A .014¿ forte guidewire was used for functional testing. The outer diameter (od) of the forte guidewire was measured using a calibrated snap gauge, the od was .0135¿. The inner diameter (ID) of the catheter was measured at the exit notch and tip with a calibrated pin gauge set and is within specification. Microscopic examination revealed a midshaft separation 2.7cm from the end of the hypotube. The ends of the separations had jagged material. The entire midshaft from the midshaft bond to the exit notch was stretched. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination presented no damage or irregularities in the balloon, bonds or markerbands of the device. Microscopic examination revealed that the tip of the device was stretched and kinked. Functional testing was performed by loading the forte guidewire into both the tip and exit notch of the catheter. The guidewire was able to advance through the wire lumen with no resistance until it got to the tip and was unable to pass through due to the damage. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break and catheter entrapment occurred. A non-bsc wire was used for a left main (lm)-diagnostic procedure with a result for intervention. The target lesion was noted to be moderately calcified and mildly tortuous. The intervention proceeded with the non bsc wire being used for stent/balloon transfer. Difficulty was noted while loading the unspecified maverick balloon on the wire. At an unspecified time during the procedure, the maverick became stuck on the wire. When withdrawing the maverick, the shaft broke into two pieces inside the guide catheter. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that a shaft break and catheter entrapment occurred. A non-bsc wire was used for a left main (lm)-diagnostic procedure with a result for intervention. The target lesion was noted to be moderately calcified and mildly tortuous. The intervention proceeded with the non bsc wire being used for stent/balloon transfer. Difficulty was noted while loading the unspecified maverick balloon on the wire. At an unspecified time during the procedure, the maverick became stuck on the wire. When withdrawing the maverick, the shaft broke into two pieces inside the guide catheter. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.